Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316.

Event description:
The event took place outside the u.s., in (B)(6). According to the received information from the injector, an adverse event occured after the injection of teosyal rha4 in the malar area. According to the received information, a few hours after the treatment, the patient started to develop redness. On the following day, the ecchymosis became blue and painful. The injector suspect this is a case of skin necrosis, due to an ischemia. The healthcare professional injected hyaluronidase, and started a protocol for necrosis treatment. He prescribed to the patient macrolide antibiotic, nitroglycerin patch, oral corticosteroids, cardioaspirin. He injected 4mg betamethasone (bentelan) intravenous to avoid allergic reaction after the injection of hyaluronidase. The resolution of the patient is partial at the date of the report.